Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Philips has requested additional information related to this event. Patient information was requested, and was unavailable at the time of this report. Based on the reported symptom that pacing stopped, we are considering this a serious injury.

Event description:
It was reported to philips that the "device pacing stopped while in use." The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
It was reported to philips that the "device pacing stopped while in use." It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer. Philips has requested additional information related to this event. Based on the reported symptom that pacing stopped we are considering this as a serious injury. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue could not be confirmed. The same defib pads/leads were used with the 2nd device, so there was no malfunction of those either. The device passed all performance assurance testing and was placed back in service. While, the customer¿s problem could not be confirmed and no failure was found. Philips cannot rule out a malfunction of the device at the time it was reported. . There is no indication of a systemic problem; no further investigation or action is warranted. .